Event description:
It was reported that the patient received an inappropriate shock due to t-wave oversensing (twos) and subsequently went to the emergency room (ER). Patient was noted to have high anxiety and terrified of getting shocked again. It was noted the device detected four non-sustained tachycardia (nst) episodes which appear to be due to intermittent twos. The device and lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant products: product ID: 694765 implantable tachy lead, implanted: (B)(6) 2010; 419388 implantable pacing lead, implanted: (B)(6) 2008; 5076 implantable pacing lead, implanted: (B)(6) 2007. (B)(4).